Event description:
The customer had reported that the device cutting trigger would not work. Another device was used to complete the procedure and there was no harm to the patient. Upon receipt of the device for evaluation at covidien, a preliminary evaluation found that the tab on the spindle cap inside of the device handle is missing and it was not returned with the device. The whereabouts of the missing piece is not currently known. The customer site was notified of this finding.

Manufacturer narrative:
(B)(4). Date of follow-up report : 03/26/2015. One device was received and evaluated. Visual inspection found no defects. However, when the trigger was activated, the knife did not extend or retract, due to a broken spindle cap tab. The tab was not found or returned. The customer's report that the trigger cutting mechanism was defective was confirmed. The returned sample did not meet specification as received by covidien. The investigation identified the root cause of the reported event to be user damage due to excessive force applied to the knife trigger. A device history review was completed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 02/26/2015. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.